Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that rx vision stent delivery system (sds) did not cross the lesion; however, another company's sds did cross. Reportedly, there were no pt effects. No add'l event or pt info is available. This event is being reported based on the analysis of the returned device which revealed that the stent was missing and there were crimp marks visible on the sds balloon indicating that the stent was present and had dislodged. There is no info regarding when the dislodgement of the stent occurred.

Manufacturer narrative:
Results: a conclusive root cause could not be determined for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was dislodged from the sds and not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were three bends in the hypotube 26.5 cm, 60 cm, and 79.5 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip or inner member. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned sds. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Unfortunately, no anatomical info was provided, which may have assisted in the investigation. Analysis of the sds noted blood and contrast in the lumens, which is consistent with the reported info that the sds was prepared for use and inserted into the body. The tip seal length met mfg criteria. The stent implant was not returned and it is unk if the stent became dislodged during the procedure or during handling of the device for packing/shipping back to abbott vascular for eval. The dislodged stent was not reported as being missing during the inspection prior to use. However, crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. Stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/ or anatomy, and lesion morphology. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the mfg line at abbott vascular. In addition, 3 bends were noted in the hypotube, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for eval. This damage does not appear to be related to or to have contributed to the reported difficulties. With the info provided and the analysis of the returned device, a conclusive root cause cannot be determined for the failure to cross or the stent dislodgement, however, there are no indications of a product quality issue. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.